Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a poor connection resulted in high out of range impedance measurements on the right atrial (ra) lead. The connection issue was resolved, but the ra lead was later damaged and replaced. The device remains implanted. No adverse patient effects were reported.